Event description:
Date of event unk. A set containing total parenteral nutrition (tpn) was found to be leaking under the accuslide. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4).